Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker exhibited noise, oversensing and pacing inhibition with no asystole on the right atrial (ra) lead. Subsequently, the ra lead was explanted and replaced. The device remains in service at this time. No additional adverse patient effects were reported.